Event description:
It was reported that the customer had an issue with the battery of the insulin pump. Customer's blood glucose level was 505 mg/dl. Customer stated that the insulin pump had a fail battery test and that it will not turn on. After changing the battery, customer did not receive failed batt test. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.